Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon review of egms, inappropriate therapy due to atrial fibrillation with rapid ventricular response was suspected. It was also noted that the patient is non-compliant with his medications. Programming changes were made and the patient will be monitored closely.